Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse tested the monopolar energy and confirmed it was not working. The fse then reseated the remote control bus (rcb) cable on the back of the erbe generator, which was used as the interface to connect to the da vinci system. The system was then able to cauterize in both monopolar and bipolar. The system was tested and verified as ready for use. The probable root cause is due to a loosely connected or improperly seated rcb cable on the back of the erbe generator not allowing the erbe and da vinci to communicate.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe generator was not properly delivering monopolar energy. The customer replaced the monopolar energy cord but the issue remained, the customer then completed the case without the use of monopolar energy and reported the issue. The technical service engineer was unable to verify related errors as the system was not connected to onsite. The procedure was completed with no reported injury.